Manufacturer narrative:
Due diligence is performed for this event with no response from the customer as yet. The device is returned, and an evaluation completed for it. The user¿s complaint of breakage was confirmed. Upon inspection of the device, it was observed that the knife wire had broken. When the broken part was checked, the wire coating was found to be torn and the broken part was scorched and melted. When the outer diameter of the knife wire was measured, there was no abnormality. It was confirmed that there were no problems with the length of the knife wire and wire coating, and that there were no defects in the actual product. No other abnormalities that could lead to breakage of the knife wire could be confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of the device knife wire having broken upon being reinserted into the scope subsequent to being removed once after the device was used to make several papillary incisions during a endoscopic sphincterotomy (est) procedure. The device was then replaced with a new device of the same model number and the procedure completed. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the knife wire had broken. When the broken part was checked, the wire coating was found to be torn and the broken part was scorched and melted. This medwatch is being submitted for the reportable issue of the breaking of the device knife wire accompanied by broken part being scorched and melted, as observed during device evaluation. According to the physician, the breaking may have occurred due to repeated push-pull movements of the slider during the est procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken device knife wire and coating, with scorched/melted damage, could not be determined. The most likely causes would be of which follows: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire melted partially. 3. When the device was removed from the endoscope or inserted into the endoscope, some loads were applied to the melted portion of the cutting wire. This had caused the cutting wire to break. The event can be prevented by following the instructions for use which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.